Event description:
Customer received a blood glucose result of 134 mg/dl and passed out. Emergency medical technicians (emts) were called and arrived 30 minutes later. Customer reportedly received results of 148 mg/dl on his meter and 64 mg/dl on emts meter within 10 minutes. Customer was taken to the hospital (blood glucose was not taken at the hospital). No treatment given. No quality controls were used. Requested return of suspect device and replacement was sent.